Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a patient was in the intensive care unit at the hospital. The blood glucose results on the performa meter were "from 35 mg/dl to 40 mg/dl". The doctor's treated the patient with dextrose during a 48 hour period. During the same 48 hour period, different blood glucose monitors were used which displayed results "below 50 mg/dl" with the same test strip vial. A lab test was performed after 48 hours with a result of 1,200 mg/dl and the patient was in a coma. The patient was then treated with actrapid insulin and started getting better for 2 days. The patient passed away on (B)(6) 2019. The cause of death was unknown. No further information was provided. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.